Manufacturer narrative:
(B)(4).

Event description:
It was reported the catheter was found leaking during use. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one, single-lumen cvc for analysis. Signs of use in the form of biological material was observed on the catheter body. After the sample failed functional testing (see below), a small hole was observed in the distal extension line. Microscopic examination confirmed the defect and revealed that the appearance of the damage is consistent with contact with a sharp instrument (i.e. Scalpel, scissors, etc). The location of the leak measured 7mm from the distal end of the luer hub. The distal extension line from the proximal end of the luer hub to the juncture hub measured 107mm which is within the specification limits of 99.5mm-113.5mm per the catheter graphic. The distal extension line outer diameter measured 2.15mm which is within the specification limits of 2.13mm-2.21mm per the distal extension line extrusion graphic. The distal extension line inner diameter measured 1.47mm which is within the specification limits of 1.42mm-1.50mm per the distal extension line extrusion graphic. The catheter was attached to a lab inventory arrow raulerson syringe (ars) that was filled with water. The ars plunger was flushed, and water was observed leaking out of a small hole in the distal extension line. Performed per IFU statement: "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)". A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations". The IFU also states, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)". The report of a leaking extension line was confirmed through complaint investigation. Visual and functional analysis revealed a small hole in the distal extension line. The appearance of the hole seems consistent with damage due to contact with a sharp instrument (i.e. Scalpel, scissors, etc). The catheter met all relevant dimensional requirements, and a device history record review was performed with no relevant findings. Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the catheter was found leaking during use. No patient harm reported. The patient's condition is reported as fine.